Event description:
On (B)(6) 2013, the physician reported that the patient was asking her if she needed the vns device explanted. The patient's device was turned off sometime between (B)(6) 2011 and 2012, but the physician does not know exactly when or why. The physician said she had treated the patient intermittently and was not treating her at the time the device was disabled. At the time, the physician had recommended the patient see another physician who could administer ect treatments as the patient was having increasing depression and this treatment type had worked in the past. It was unknown if the increased depression was above pre-vns baseline, as the patient was not seen prior to vns. There were no known precipitating factors that would have contributed to the patient's increased depression and it was noted that the patient has her ups and downs with her depression and was very treatment resistant. Follow up found that the site could not provide any additional information as they did not have patient consent. Per a review of the patient's programming history found in the manufacturer's database, the last diagnostics, performed on (B)(6) 2006, showed that the device was within normal limits.

Manufacturer narrative:
Analysis of programming history.